Event description:
Additional information received from the patient's revision procedure which indicates that it was believed that this lead was fractured due to tests results with a pacing system analyzer.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high, out of range pacing impedance measurements. A boston scientific technical services (ts) consultant discussed scheduling an in-office follow-up to check the lead. Subsequent information indicates that this lead was explanted due to high, out of range pacing impedances. Also, one episode of noise was noted. The noise was not able to be recreated with isometrics. The lead is to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the lead has not been returned. Should any additional information become available, this report will be updated.